Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 238-501 mg/dl); cause was not known. Pump system check with tandem technical support found pump to be functioning properly. Upon follow up, customer reported that the elevated bg had been resolved.